Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. The customer stated that he has been experiencing high blood glucose since the insulin pump was in auto mode and also had issues with air bubbles in the infusion set tubing. Customer stated that the insulin pump suspended on it's own. Customer was advised that once the insulin pump suspend feature was triggered, the insulin pump will still be on but the delivery of insulin will stop. Customer also advised of the proper handling of infusion set and reservoir to avoid air bubbles. Customer's low blood glucose value was 35 mg/dl and treated with glucose tablets and insulin pump for the high blood glucose events. Customer declined to troubleshoot for high and low blood glucose readings. The insulin pump is not expected to return for analysis.